Event description:
It was reported when using the bd vacutainer® safety-lok¿ blood collection set when the customer is drawn, the blood rises in the tubing. And at the time of sampling with the tubes, the blood does not go up and does not flow in the tubes. The following information was provided by the initial reporter. The customer stated: "when the child is drawn, the blood rises in the tubing. And at the time of sampling with the tubes, the blood does not go up and does not flow in the tubes. The offending device was not retained."

Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. (B)(4). Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: material # 367282, lot/batch # 21m21t1, bd had not received samples or photos for investigation. Therefore, retention samples from bd inventory were evaluated by visual examination and functional testing and no issues were observed relating to underfill/clog as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode underfill/clog. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.